Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was corrected that the patient was treated with glucose sweets to restore their levels.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that patient experienced a loss of connection and an adverse event. It was reported that the patient woke up and realized that they had signal loss all night. It was indicated that the patient's follower's alarm did not alarm also due to having signal loss as well. When the patient restored the signal, they alarm showed them they had been seriously hypoglycemic all night. The patient was treated with insulin but did not remember the dosage. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a signal loss. A root cause could not be determined.